Event description:
It was reported that @ 13,752 joules while using the side-firing surgical fiber during a prostate procedure, light was observed to come out the end of the fiber (forward-fire) as well as the side. The fiber was replaced and the procedure completed using a second fiber. Patient outcome: "no injury to the patient".

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate char. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Manufacturer narrative:
(B)(4).